Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the rmd alert occurred on november 05, 2025. Technical services (ts) was consulted, and upon review it was noted that there are no suspicious faults or resets in the latitude upload and the internal battery status is not at explant. It was also noted that the brady software installation occurred on november 03, 2025, and the deactivation of radio frequency (rf) might be due to low loaded battery measurement from a high impedance battery condition. Device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the rmd alert occurred on (B)(6) 2025. Technical services (ts) was consulted, and upon review it was noted that there are no suspicious faults or resets in the latitude upload and the internal battery status is not at explant. It was also noted that the brady software installation occurred on (B)(6) 2025, and the deactivation of radio frequency (rf) might be due to low loaded battery measurement from a high impedance battery condition. Device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.